Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy, lso, lysis of adhesions and cystoscopy; due to sui and rectocele. It was reported that only the posterior portion of the mesh was used in the procedure on (B)(6) 2005.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07096. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other.(B)(4).

Manufacturer narrative:
Resubmission with the correct file number it was reported that patient underwent revision and incision of posterior prolift mesh, posterior colpoperineorrhaphy on (B)(6) 2008 by dr. (B)(6) and dr. (B)(6) at (B)(6) hospital ((B)(6)) due to pop, sui. (Per operative report)